Event description:
Issues were reportedly encountered following the installation of a new software version on the programmer (smartview 2.44). It was observed that some patient files disappeared.

Event description:
Issues were reportedly encountered following the installation of a new software version on the programmer (smartview 2.44). It was observed that some patient files disappeared.